Event description:
Information was received from a patient's representative regarding an external device. The reason for call was caller reported that they were unable to power on their replacement controller and controller was blank/unresponsive. Caller confirmed that there was no green light on the ac power supply cord when plugged into the wall outlet. Caller stated that they have tried several outlets with no success. The issue was not resolved through troubleshooting. An email was sent to the repair department to replace the ac power supply. Caller mentioned previous controller replacement. Pt rep called back and repeated information noting they received the replacement ac power supply cord from this case, but they still had issues. Agent helped the pt perform a reset of the controller and confirmed the green light was blinking on the controller when plugged into the outlet. Agent reviewed the external equipment was functioning as intended. Agent suggested the pt rep recharge the controller battery fully then recharge the ins battery if needed.

Manufacturer narrative:
Continuation of d10: product ID (B)(4) lot# serial# unknown implanted: explanted: product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: 97745ac, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.